Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they did allege insulin pump was under delivering. Customer¿s blood glucose was 300 mg/dl at the time of incident and current blood glucose 280 mg/dl. Customer was treated with insulin pump. Customer stated that the drive support cap was normal. Customer was performed displacement test and the test result was passed. Customer was assisted with performing the high pressure test and the test result was passed. Troubleshooting was performed for under delivery. The insulin pump will not be returned for analysis.